Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the difficulty removing the device due to interaction with the anatomy in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in the clip becoming caught in the chordae, contributing to the user experience; however, this cannot be confirmed. The reported patient effect of chordal rupture appears to be a result of procedural conditions and due to the forceful retraction of the device to free the clip from the chordae. The reported mr appears to be a secondary effect of the tissue damage. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The is filed to report the resistance during removal and tissue injury. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr), grade 3. One mitraclip was implanted without reported issue, reducing the mr to grade 2-3. For a better mr reduction, another clip was attempted. During use of the second clip delivery system (cds 61118u118), the anterior and posterior leaflet chordae was caught. Force was applied and the cds, with the clip, was removed from the patients anatomy. Following, chordae rupture of the anterior leaflet was noted and the mr had worsened to grade 4. The patient was sent directly to heart surgery and the event required prolonged hospitalization. There was no additional information provided regarding this device issue.